Event description:
The doctor indicates that the screw has fractured inside the implant. The implant has been removed.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Evaluation method code: actual device not evaluated unable to be selected evaluation results code: no results available since no evaluation performed unable to be selected. The top fractured portion of the screw was not returned for evaluation, however the implant was returned. The returned implant had a removal device attached. Upon visual inspection, there was significant damage noted to the implant threads, collar and external hex. The removal device was fractured inside the implant while attempting to remove it. Therefore, the internal portion of the implant could not be inspected for evidence to a fractured screw. The lot information for the screw could not be determined. Therefore the device history record review was completed for the implant only. The review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).